Manufacturer narrative:
Follow-up from (B)(6) 2015: ptc (product technical complaint) was received. (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. She underwent a uterine dilation and curettage. This event is serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (dilation and curettage). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0381, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer had essure placed in 2009 and has had horrible side effects since then: hair loss, adult acne, muscle spasms, horrible painful periods, heavy bleeding, dnc (interpreted as dilation and curettage), extreme bloating, memory fog, the list goes on and on. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. She underwent a uterine dilation and curettage. This event is serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (dilation and curettage). A product technical analysis has been requested.